Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the tip of the osteotome broke off in the vertebral body. The tip was left inside the patient. No further patient complications were reported.